Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. It was also noted that the system fan and power supply fan was noisy and the tab on the power cord bay door was broken.

Event description:
It was reported the ECG (electrocardiogram) input was not working. The programmer was returned for repair. No patient involvement or complications were reported.